Event description:
Failed proglide. Using the device to preclose an impella device. A 6fr sheath was in place and the 1st proglide was deployed without problem. The second proglide was then inserted and was deployed, at the retrieval stage the foot could not be retracted and had to be surgically removed.